Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that prior to a surgical procedure the machine shut off by itself. The system was restarted and the case was initiated and completed. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The system functioned as intended. As a preventative measure, the host module was replaced. The system was then tested and met all product specifications. The system was manufactured on january 14, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).